Manufacturer narrative:
The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received questionable glucose results with accu-chek inform ii meter serial numbers (B)(4) and (B)(4). The result from meter (B)(4) at 16:36 was 17 mg/dl. The result from meter (B)(4) at 16:39 was 17 mg/dl. The result from meter (B)(4) at 16:42 was 90 mg/dl. This result was within the expected range and testing was performed by a different nurse.